Event description:
It was reported that during a meniscal repair procedure, the surgeon was using a fast-fix 360 curved, intra-operative it was reported that the device broke, there were two devices, and each had simultaneous deployment issues. Per the service notification no injuries or complication were reported and no device broke within the patient. There was approximately a 2-5 delay to the case as a backup device was on hand to complete the procedure. Sales rep confirmed that the issue was that during deployment of t1, t2 also came off the inserter. No t was left in the patient unsupported and the procedure was completed with another fast-fix device.

Manufacturer narrative:
No return for evaluation. Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).